Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed a 0.021" inner diameter catheter, an introducer sheath, pusher wire and a coil were returned. The pusher wire was stuck between the catheter and introducer sheath. The pusher wire ss coil length was severely stretched. An appropriate sized mandrel was inserted into the distal end of the catheter in an attempt to remove the coil, but became stuck several times due to blood / thrombosis and had to be cut on each occasion. The catheter was cut 8.9cm from the proximal end just below the strain relief and 16.9cm of coil was exposed, however, the proximal end of the coil and distal end of the pusher wire could not be removed from inside the strain relief. The introducer sheath twist lock had been opened. Difficulty was experienced removing the pusher wire that was stuck in the introducer due to the dried blood and the severe stretches on the pusher wire. The introducer was cut on several occasions and that section of pusher wire was removed. The pusher wire was inspected; the ss coil length was severely stretched and the core wire was broken between the mid solder joint and the hub of the catheter. The introducer sheath was inspected and no anomaly was noted. Microscopic inspection revealed the zap tip shape and surface were smooth. Dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as the dfu states: "in order to achieve excellent performance of the idc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing: reduces retrograde blood flow into the microcatheter and introducer sheath. During coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire. And in the guiding catheter and microcatheter lumens. Reduces premature coil thrombosis." (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization treatment procedure, resistance was noted while advancing the coil. The target lesion was located in the internal iliac artery. An unknown microcatheter was placed and 3 unspecified coils were implanted. The 6.0mm x 20cm interlocking detachable coil was then introduced; however, it became stuck in the catheter and was removed. No anomaly was noted upon removal of the coil. The procedure was completed with the implantation of another of the same device and a second unspecified coil. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the pusher wire was broken.